Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. Customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting. The customer was advised to discontinued the insulin pump and revert to back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the device interior, electrical board is corroded particularly around the battery connectors, and on the keypad cables. Unable to perform the displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the thin plastic strip located above the lcd display is missing, and the middle (enter) keypad button is cracked.